Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer needed to disconnect call while beginning of troubleshooting for battery out limit alarm. The customer will call back in order to do troubleshooting.